Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted during testing. The unit had normal operating currents; there were no unexpected off no power alarms, low battery alarms, or blank display anomalies. The pump also had broken battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer was unable to clear the alarm due to an unresponsive button. Additionally, she had removed the battery and reinserted it but the screen remained blank with the exception of a black dot. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.